Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the filter cracked and leaked during patient use. There was no patient harm.

Event description:
The customer reported that the filter cracked and leaked during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set did not show any cracks on the filter or any other anomalies. Functional testing confirmed leaking from the filter outlet where the tubing and filter meet. The tubing was measured and found to be within specification. The root cause of the customer¿s report of leaking from the filter was insufficient solvent application at the engagement between the filter outlet and tubing during the manufacturing process.